Event description:
The customer had 1 out of 3 control test results that were out of range. The out of range result was 8.6 mmol/l or 155 mg/dl. This result is more than 40 mg/dl high, out of specification. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.